Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. It is unknown if the customer was using the pump at the time of death. The county coroner's office was contacted to request the cause of death. However, per the county coroner, the customer's death was not a coroner's case and no autopsy had been performed by the county coroner's office. No other information was provided.

Manufacturer narrative:
Per follow up by tandem clinical diabetes specialist with the customer's healthcare provider (hcp) office, the customer had not been seen in the office since (B)(6)2015, over one year prior to death. The customer's hcp had been unaware that the customer passed away. No further information was available.